Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: investigation findings and investigation conclusions have been updated. Additions to section h6: type of investigation. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint of calcification was confirmed per the provided medical records. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. It is possible that one or more of these factors may have been present; however, due to limited information provided, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist, approximately 1 year and 8 months post transfemoral tavr (transcatheter aortic valve replacement) procedure with a 26mm sapien 3 ultra valve in the native aortic position, the patient presented with severe stenosis and heart failure. The patient is currently hospitalized and the physician plans to perform a valve-in-valve with leaflet modification.

Manufacturer narrative:
A supplemental MDR is being submitted due to provided medical records. Sections b4, b5, g3, g6, h2 and h6: device code(s). Additions to section b5. Correction to section h6: device code(s). The investigation is ongoing.

Event description:
Additional information provided per fcs indicating the patient underwent a successful valve-in-valve procedure with a 26mm sapien 3 ultra resilia valve. According to the provided medical records, the aortic valve are measured 0.9cm^2 and the tavr leaflets were noted with significant leaflet motion restriction. A cardiac tomography from august 2025 also documented tavr leaflets calcification. The patient exhibited symptoms of congestive heart failure.